Event description:
It was reported that "for better contact of the ultrasound probe with the skin, kodan tincture forte was sprayed on. The vessel was then punctured with the puncture needle. The intravascular position of the needle tip in the vessel could be visualised, but the aspiration showed an aspiration of air, a lung puncture could be excluded because the puncture site was too far from the lung. In addition, the position of the needle tip was certainly intravascular. After changing to a new needle, the vessel was punctured without complications; the second needle did not come in contact with the disinfectant."

Manufacturer narrative:
Qn#: (B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "for better contact of the ultrasound probe with the skin, kodan tincture forte was sprayed on. The vessel was then punctured with the puncture needle. The intravascular position of the needle tip in the vessel could be visualised, but the aspiration showed an aspiration of air, a lung puncture could be excluded because the puncture site was too far from the lung. In addition, the position of the needle tip was certainly intravascular. After changing to a new needle, the vessel was punctured without complications; the second needle did not come in contact with the disinfectant."